Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: customer returned 8 used 4mm, 32 gauge nano pro pen needles. A single teardrop label for lot 1012827 was also returned. Each of these pen needles was connected to a test pen. While the test pen¿s pressure was equalized, the pen needles would not leak. It is possible that the pen used by the patient had residual pressure in it, resulting in insulin being forced through the system and out the pen needles. However, the pen needles returned are undamaged and function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the pen needles leaking. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd 4mm pen needles experienced leakage.  The following information was provided by the initial reporter: consumer reported finding when placed onto the pen the insulin squirts out the needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 3 bd 4mm pen needles experienced leakage.  The following information was provided by the initial reporter: consumer reported finding when placed onto the pen the insulin squirts out the needle.

Event description:
It was reported that 3 bd 4mm pen needles experienced leakage.  The following information was provided by the initial reporter: consumer reported finding when placed onto the pen the insulin squirts out the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0274100. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-30. Medical device lot #: 1012827. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.